Event description:
It was reported that the patient's rate was below the programmed lower pacing rate of the implantable pulse generator (ipg) and loss of capture was noted on the right ventricular (rv) lead. In addition, the rv capture threshold was varying on the lead trend data. The ipg was reprogrammed and later explanted and replaced; the rv lead was capped and replaced. No patient complications have been reported as a result of this event.